Event description:
Patient reported "rupture" via MRI. "Extensive shell laceration and silicone dissemination, snowstorm lymph node caused by silicone leakage, pain, raynaud's phenomenon, and systemic sclerosis with symptoms compatible with breast implant illness and anxiety-depressive syndrome, chronic pain, loss of autonomy, and deterioration of quality of life." This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pallor and autoimmune disorder are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pallor, autoimmune disorder and rupture.